Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lumbar discectomy on (B)(6) 2020 and the barbed suture was used. During surgery, the suture broke when sewing. A replacement device was used to complete the procedure. There was no report of patient injury or adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2020. Additional information: d10. H3 evaluation: one used needle-suture of product code sxpp1a406, lot pkk222 was received for analysis. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling and the complaint is observed by external cause.